Event description:
It was reported that the patient underwent a gynecological procedure; laparoscopic sacral colpoperineopexy, state iii anterior vaginal prolapse, cystocele, enterocele, and state I vaginal wall prolapse repair, retroperitoneal graft enterocele repair, stage ii posterior wall rectocele repair with cystoscopy, for stage iii anterior vaginal wall prolapse; cystocele, stage ii posterior vaginal wall prolapse; rectocele, state I vaginal wall prolapse; enterocele and bladder lesions on (B)(6) 2009 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent suprapubic tube placement for aspiration of bladder contents and anticipated temporary voiding dysfunction due to pop, bladder lesions and anticipated temporary voiding dysfunction.

Manufacturer narrative:
(B)(4).